Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated brady lead was not successfully implanted due to helix issue.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found dried body fluid was noted in the helix housing. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated brady lead was not successfully implanted due to helix issue.